Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left internal mammary artery (lima) graft to the left anterior descending (lad) artery in attempt to occlude the side branch for steal syndrome. A non-abbott guide wire was used to traverse into the side branch of the lima graft. Selective angiography was performed of the lima graft to the lad coronary artery and a dissection of the ostial proximal lima graft into the side branch was noted. The decision was made to place the 3.5x26 mm graftmaster covered stent at nominal pressure, but there was a slight residual remnant thus a second graftmaster 3.5x16 mm was implanted at nominal pressure to overlap the 1st graftmaster and post dilatation was performed with a 3.5 mm non-compliant balloon. There was good result but there was an edge dissection noted which was a spiral without extravasation of dye and was non flow limiting. It was decided not to treat this dissection as the patient was hemodynamically stable. There were no EKG changes and the patient remained in normal sinus rhythm. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It was reported that the graftmaster was used to treat a dissection. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviations directly caused or contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left internal mammary artery (lima) graft to the left anterior descending (lad) artery in attempt to occlude the side branch for steal syndrome. A non-abbott guide wire was used to traverse into the side branch of the lima graft. Selective angiography was performed of the lima graft to the lad coronary artery and a dissection of the ostial proximal lima graft into the side branch was noted. The decision was made to place the 3.5x26 mm graftmaster covered stent at nominal pressure, but there was a slight residual remnant thus a second graftmaster 3.5x16 mm was implanted at nominal pressure to overlap the 1st graftmaster and post dilatation was performed with a 3.5 mm non-compliant balloon. There was good result but there was an edge dissection noted which was a spiral without extravasation of dye and was non flow limiting. It was decided not to treat this dissection as the patient was hemodynamically stable. There were no EKG changes and the patient remained in normal sinus rhythm. Subsequent to the initially filed report the following information was provided: the perforation was discovered to be larger than initially anticipated and the correct size implant was used. No additional information was provided.